Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: ¿ crease fold observed in the surface.

Event description:
Physician reported right side deflation. Patient reported a right side deflation and exchange. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been will be requested. No additional information is available at this time. The reason for reoperation is: a right side deflation.

Event description:
Physician reported right side deflation. Patient reported a right side deflation and exchange. Device remains implanted.